Manufacturer narrative:
The device has not been received for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received that during a pipeline case, the device failed to open at the distal end. Multiple maneuvers (sheathing and redeployment) were performed to attempt to open the distal section without success. The device was removed and replaced with a ped-450-25. There was no patient injury. The aneurysm was in the left cavernous region.